Manufacturer narrative:
The device was received for evaluation. A visual inspection observed the tubing was kinked. Functional testing including clear passage and pressure tests were performed with no issues; priming of the set revealed a slow flow, due to the kinked tubing. The deformed tubing had marks similar to the roller clamp pattern. The reported condition was verified. The cause of the condition was due to product assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. This issue occurred during priming. There was no patient involvement. No additional information is available.